Manufacturer narrative:
D4. Medical device lot#: 3186076. D4. Medical device expiration date: 31-jul-2026. H4. Device manufacture date: 05-jul-2023. H.6. Investigation summary: material #: 368835. Lot/batch #: 3186076 and 3296785. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory of each reported lot number were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to hub-holder separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hub-holder separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the holder came away from the needle when putting the tubes to holder. This occurred in an unspecified number of tubes. No patient impact reported.